Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an initial interrogation of this pacemaker with a programmer, a message was observed that indicated the device had reverted to safety mode. It was noted that this device was implanted in a different country and troubleshooting was taking place with the programmer to complete a successful interrogation. A different software key was used in the programmer to complete an interrogation and upon a second attempt to interrogate the device, no safety mode message was observed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an initial interrogation of this pacemaker with a programmer, a message was observed that indicated the device had reverted to safety mode. It was noted that this device was implanted in a different country and troubleshooting was taking place with the programmer to complete a successful interrogation. A different software key was used in the programmer to complete an interrogation and upon a second attempt to interrogate the device, no safety mode message was observed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that the device was retained by the hospital and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an initial interrogation of this pacemaker with a programmer, a message was observed that indicated the device had reverted to safety mode. It was noted that this device was implanted in a different country and troubleshooting was taking place with the programmer to complete a successful interrogation. A different software key was used in the programmer to complete an interrogation and upon a second attempt to interrogate the device, no safety mode message was observed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an initial interrogation of this pacemaker with a programmer, a message was observed that indicated the device had reverted to safety mode. It was noted that this device was implanted in a different country and troubleshooting was taking place with the programmer to complete a successful interrogation. A different software key was used in the programmer to complete an interrogation and upon a second attempt to interrogate the device, no safety mode message was observed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information was received that the device was retained by the hospital and will not be returned.

Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis and was retained by the hospital; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.